Manufacturer narrative:
What has been done so far and additional information: created minilogs, full logs, and uploaded to kinectus cloud. Escalated to rsc and raised a psi. Customer had to get another sequoia to complete the patient scan. System also had error earlier in the day when booting up, message country filed psi ---(B)(4). Filing psi since the country complaint does not have country rfa number.

Event description:
This is a duplicate MDR submission to MFR# 3023245-2024-00064. The report is being resubmitted due to an issue with our internal complaint handling tool, which prevented the original report from being properly processed. We are submitting this to ensure the complaint is appropriately closed and all necessary documentation is accurately reflected in our system.